Manufacturer narrative:
Event problem and evaluation: on 18-mar-2015, a medtronic representative went to the site to test the equipment and verified the reported issue (system was remaining in stand-alone mode). Connection to the imaging system¿s remote desktop showed no connection to frame grabber. No network lights were present for frame grabber connection at pleora or mobile view station (mvs) computer. A known good catv cable was used to bypass umbilical cable from mvs computer to pleora, and system successfully went into 2d mode. Replacement of mvs interconnect cable performed per procedure in the system¿s advanced service manual. The system was tested after umbilical cable replacement, and functioned to expectations. The imaging system then passed the system checkout and was found to be fully functional. The mvs interface cable assembly was returned to the manufacturer for analysis and an electrical failure was confirmed. The cable failed bench level testing. Failed gbit test, passed 100t test, and broken wires to lemo connector pins 4 and 5 were identified. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of MDR's filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system would not go out of stand-alone mode during a spinal fusion procedure. The user re-seated the umbilical cable and tried to re-boot the system several times without success. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.